Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's son reported via phone, the customer was currently of the insulin pump due to issues with the device alarming no delivery. No delivery alarm issues have been reoccurring since june according to the customer's son. Troubleshooting was not performed due to customer's son didn't have a new batter to start the device. Customer's son mentioned the customer had to be hospitalized due to the customer putting the incorrect number on the insulin pump. The device administered to much insulin, she was found comatose, and was treated with glucose shots while being rushed to the hospital. The customer's blood glucose was 25 mg/dl at the time of admissions. Customer's doctor advised the customer to stop use of the device. Customer's son agreed to return the device for further analysis.